Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt had been hospitalized due to hypoglycemia. The rptr states that in 2008, the pt's insulin infusion pump with blood glucose monitor gave a blood sugar reading of 157 mg/dl. The pt began to experience symptoms consistent with low blood sugar. The pt took a glucose tablet and presented to the ER. Upon admission, the pt's blood glucose was 117 mg/dl. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.